Event description:
Pca was ordered for this patient. She arrived to the unit with the pca in use. She was moaning and telling her nurse that she was in pain. The pacu nurse had reported that she had administered pain medication in the pacu and felt the patients pain should be under control. During the admission assessment, checked the pca tubing and noticed the tubing was leaking at the connection site. The tubing was changed.